Event description:
It was reported that prior to a cholecystectomy procedure, the clip could not be fed to the jaw properly and malformed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 10/15/08. Info anticipated, but unavailable at this time.